Manufacturer narrative:
B1: added product problem. Additional information: the bleeding was determined by the surgeon to be normal post-operative bleeding. The pump was not removed prematurely, and patient outcome was optimal.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 73 year old male patient supported with an impella device experienced oozing from multiple sites with a reported decrease in hemoglobin and hematocrit. The patient received one unit of blood, and heparin was discontinued. Low placement signal alarms persisted despite catheter repositioning, with imaging reportedly showing the device in appropriate position. No additional clinical details were provided.